Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
Following a bilateral lumbar ablation procedure a third degree patient burn occurred. The grounding pad was placed on the buttocks. The skin had not been prepped prior to grounding pad placement and the burn was noted where the grounding pad was applied. The patient was transferred to wound care for treatment of the burn.

Manufacturer narrative:
Additional information: uf/importer report# (B)(4).